Event description:
Complainant alleged the clinician attempted to defibrillate a pt (age and gender unknown) at 200 joules, but the device failed to discharge. A second shock at 200 joules was attempted, but again the device failed to discharge, the clinician then attempted a third shock (joule setting unknown), but the device did not discharge. Eventually, the device successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.